Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the product will be returned for analysis, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
Upon inflation of the 3.5 x 18mm cypher, the balloon immediately burst at the distal seal. The lesion was a chronic total obstruction in the right coronary artery (rca). Following pre-dilation, the device was delivered to the lesion without tracking or crossing difficulty. Positive pressure was applied to deploy the stent, but the balloon burst as it started to inflate. Blood was drawn back into the inflation device. The distal portion of the stent was expanded to 5mm, but the stent and stent delivery system were removed without difficulty through the guide catheter. Another 3.5 x 18mm cypher was deployed at the lesion with excellent results. There was no injury to the patient.

Manufacturer narrative:
It was anticipated that the product would be returned for analysis, but the product was not returned. The deployment balloon of a 3.5 x 18mm cypher burst at the distal seal during inflation. The lesion was a chronic total obstruction in the right coronary artery (rca). No other vessel/lesion characteristics such as calcification are known. Following pre-dilation, the device was delivered to the lesion without tracking or crossing difficulty. Positive pressure was applied to deploy the stent, but the balloon burst as it started to inflate. Blood was drawn back into the inflation device. The distal portion of the stent was expanded to 5mm, but the stent and stent delivery system were removed without difficulty through the guide catheter. Another 3.5 x 18mm cypher was deployed at the lesion with excellent results. There was no injury to the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint could not be confirmed. Balloon burst is a known potential adverse event associated with implanting coronary artery stents and is typically attributed to lesion characteristics. With the limited information provided it is not possible to determine with any certainty what factor may have contributed to the reported event.

Manufacturer narrative:
The product was returned for analysis on 6/29/2010. During preliminary analysis on 7/13/2010, it was noted that the hub was cracked. The final fal report has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from a sales representative indicated that the deployment balloon of a 3.5 x 18mm cypher, burst at the distal seal during inflation. New information found during failure analysis indicated that a hub crack was also observed on the device. The lesion was a chronic total obstruction in the right coronary artery (rca). No other vessel/lesion characteristics such as calcification are known. Following pre-dilation, the device was delivered to the lesion without tracking or crossing difficulty. Positive pressure was applied to deploy the stent, but the balloon burst as it started to inflate. Blood was drawn back into the inflation device. The distal portion of the stent was expanded to 5mm, but the stent and stent delivery system were removed without difficulty through the guide catheter. Another 3.5 x 18mm cypher was deployed at the lesion with excellent results. There was no injury to the patient. The reported customer complaint of balloon burst was not confirmed through failure analysis, instead balloon leakage and hub crack was found. Review of the information provided suggests that the vessel/lesion characteristics (chronic total occlusion) may have contributed to the external damages found on the balloon that could have lead to the balloon leakage. The cause for the hub crack could not be conclusively determined. There is nothing in the manufacturing documentation for both subcomponents to indicate that there is a design or manufacturing related issue, therefore, no corrective action is required. One non sterile cypher us rx 3.50 x 18 was received coiled inside of a plastic bag. A kink was noted at 30.9cm from the distal tip. The stent was mounted in its original position and without any damage. The balloon presented dry blood residuals. No other anomalies were found with the naked eye. An attempt was made to inflate the balloon but was not possible due to the crack in the hub. A leak was found on the balloon approximately 29mm from the tip end. The balloon area was observed under a microscope and the marker bands presented no damaged. An investigation was requested to (B)(6) representatives about the manufacturing process, specially the balloon operations. Sem analysis was performed in order to identify the root cause of balloon leak and the cracked hub, results showed that the balloon exhibited evidence of external abrasions and splits near the leak-hole; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. The internal and external surfaces of the hub presented no evidence of damage. Minimal cracking could be noted in the external surface of this piece along with the craze that went through the whole wall thickness of the hub. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The receiving inspection records for the chassis rx were reviewed and were found to be passed. Analysis from abbott: the device was sent to abbott representatives (chassis supplier) in order to be analyzed for the hub crack. A v engineering analysis conducted on the returned unit confirmed that the single arm adapter (aka "hub") component on the rx chassis unit has a single crack from the luer threaded end down the center section approximately 15mm in length, which is consistent with the event description. Under 30x magnification, the appearance of the luer threaded end and center section did not present visible plastic injection mold damage, shortshot, voids, bubbles or other attributes which could indicate a defective material component condition. Examination of the luer threads found no evidence of chipped material or scrapes to indicate over torque or excessive force used to connect the inflation device. Review of the electronic lot history records revealed no nonconformances related to the hub. There was no indication of any manufacturing, equipment or process related issues affecting the hub material or component during the manufacture of the rx chassis lots.